Event description:
Allergan aesthetics received a report of a male patient treated with coolsculpting to flanks on (B)(6) 2010 and (B)(6) 2012 using 6.2 applicator and on (B)(6) 2012 with unspecified applicator. The patient was treated to the lower abdomen on (B)(6) 2010 using 6.2 applicator and on (B)(6) 2011 using 8.0 applicator and on (B)(6) 2012 using unspecified applicator. The patient was treated to upper abdomen(epigastric region) on (B)(6) 2011 using 6.2 applicator who developed paradoxical hyperplasia (pah/ph) 9 months after treatment. Pah was diagnosed at the end of 2012. Dr. (B)(6) reported on (B)(6) 2012, treatment date that was over 2 years ago, patient noticed enlargement "6-8 months ago". After treatment date (B)(6) 2010, abdomen increased volume and tissue is firm/elastic

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a male patient treated with coolsculpting to flanks on (B)(6) 2010 and (B)(6) 2012 using 6.2 applicator and on (B)(6) 2012 with unspecified applicator. The patient was treated to the lower abdomen on (B)(6) 2010, (B)(6) 2010 using 6.2 applicator and on (B)(6) 2011 using 8.0 applicator and on (B)(6) 2012 using unspecified applicator. The patient was treated to upper abdomen(epigastric region) on (B)(6) 2011 using 6.2 applicator who developed paradoxical hyperplasia (pah/ph) 9 months after treatment. Pah was diagnosed at the end of 2012. Dr. (B)(6) reported on (B)(6) 2012, treatment date that was over 2 years ago, patient noticed enlargement "6-8 months ago". After treatment date (B)(6) 2010, abdomen increased volume and tissue is firm/elastic.